Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m139346 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result on a nasopharyngeal swab with ID now covid-19 assay performed (B)(6) 2021. The patient, who was an inpatient prior to testing, was transferred to another hospital on (B)(6) 2021. Confirmation testing on sample collected (B)(6) 2021 with pcr and lamp provided negative results. The patient had a fever at the time of testing, but had no sars-cov-2 infected people around them. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m139346, test base part number 190-430 / lot: m139346. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139346 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.